Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon the string separated from the pledget. She attempted to manually remove the pledget from her vaginal cavity but it came out in pieces so she visited the emergency room and the remaining pledget was removed from inside of her. She experienced some vaginal cramping after removal which resolved by the following day. She did not have any follow-up medical visits.